Event description:
It was reported that the customer had reservoirs that were not pumping insulin. An infusion set was bent and the others were not delivering insulin. When the customer was using humalog, he noticed a lot of bubbles and high blood glucose levels of 300-500 mg/dl. The product will return. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 2 opened and used reservoirs showed that they functioned properly and passed all functional testing. Analysis was not required on the remaining 3 opened and used reservoirs due to the transfer guards and plungers were not returned.